Event description:
Same case as 6000089-2004-01646. During a coronary drug eluting stenting treatment procedure, balloon withdrawal issues occurred. The lesion being treated was located in the tortuous, non calcified, 98% occluded riva (lad). The vessel was pre dilated with a viva 2.5 x 20 mm balloon. The physician implanted a taxus express2 2.50 x 16 mm drug eluting stent. After successful deployment and stent expansion, the balloon deflated without problems, but then the physician experienced significant resistance trying to remove the balloon from the stent. The physician was able to remove the balloon from the stent by pulling hard. The same problem occurred with a taxus express2 2.50 x 16 drug eluting stent placed in a non tortuous unk vessel after the implantation of the first taxus stent. No pt complications were reported.